Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, a patient presented to the hospital for examination due to abdominal pain lasting over one month. While preparing for contrast-enhanced CT as ordered by the physician, a nurse discovered a crack and leakage in the tubing of a closed-system intravenous catheter. The nurse immediately discontinued use of the affected catheter and replaced it with a new closed-system intravenous catheter of the same manufacturer, batch number, and model. No harm was caused to the patient. Subsequent procedures using products from the same batch revealed no similar issues.

Manufacturer narrative:
Investigation results: no abnormalities are found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the product of this sku has never been declared to be used for high-pressure injection, the defective sample has not been received for further examination, since the flow rate and pressure used during the enhanced CT inspection are unknown, so the root cause of the tube cracks cannot be confirmed to be related to the production process.

Event description:
No additional information.